Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an peripheral interventional procedure using a 5f sheath. Reportedly, the knot unraveled. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.